Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel switch was broken causing the display not to function, which confirmed the original complaint issue. The following fields were updated accordingly:

Event description:
Dealer states the unit has a broken display.